Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the power supply was damaged due to excessive dirt. To fix the issue the fse replaced the power supply and unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check the cs300 intra-aortic balloon pump (iabp) had an error 7 on the display. There was no patient involvement, and no adverse event reported.

Event description:
N/a.